Event description:
It was reported by service report that all four load cells failed; weighing functions were affected. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: four load cells malfunctioned and had to be replaced.